Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor produced service code 204. Upon evaluation, the y402 crystal oscillator on the ca board was defective. The cause of the code 204 is the lack of output at the oscillator. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 204.